Event description:
The pt was implanted with a percutaneous lead in (B)(6) 2008 for foot pain relief. It was reported that she underwent an elective replacement on (B)(6) 2010 for paddle lead placement. Effective stimulation could not be obtained intraoperatively and the pt complained of intense pain. The procedure was aborted, and all leads associated with this case were discarded. The pt was allegedly unable to walk for days afterward. No further details are available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.